Event description:
The procedure was coil embolization for cerebral aneurysm. The coil could not be detached though alternative detachment was attempted. Then the coil was removed from the patient successfully. Another same lot number product was utilized to continue the procedure. The procedure was completed without patient injury. All the products were store, handle, and prep per labeling instructions. Prior to connecting and during prep, neither the syringe nor the coil delivery system was damaged. During prep, a dedicated saline source was utilized to fill and prep the syringe. The dcs syringe was utilized to prep the device, and no damages were noted during prep. During prep, the blue zone was not exceeded. The products were connected properly to the hub of the coil delivery system, and no leakage was noted on any section of the syringe (connector, extension tubing, barrel, gauge, etc) or delivery system. The connector was checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection.

Manufacturer narrative:
Before attempting to deploy this coil, the syringe did not previously exceed the green zone/ position #3. The coil did not detached at the initial zone, then the alternative red zone was utilized to detach the coil, but the coil did not detached. After disconnecting, no damages were noted on the syringe. Other than the reported event, no damages were noted on the syringe, coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc), and the coil was still attached to the delivery system. No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The 3x6 trufill orbit mini complex fill coil could not be detached although the alternative detachment method was attempted. The coil was removed from the patient successfully and another device with the same lot number was utilized to continue the procedure without patient injury. It is not known if the same syringe was used to complete the procedure. The procedure was a coil embolization of a cerebral aneurysm. All products were stored, handled, and prepped per labeling instructions. There was no damage to the dcs syringe or coil delivery system prior to connection or during prep; no leakage was noted. The prep was done correctly with a dedicated source of saline. Prior to this attempted detachment the syringe had not exceeded the green detachment zone. It is not known if the syringe had been used for more than the five coil limit as outlined in the instructions for use or if it was used with successfully with the next coil. The coil was still attached to the delivery system when removed from the patient and there were no other damages noted to the devices after removal from the patient. The orbit coil system was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13471526 and coil subassembly lots 14099515 and 14090743 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test as per specification. Procedural factors may have contributed to the event; however, based on the available information pertaining to the failed coil detachment and without the return of the device for analysis, no conclusion can be made regarding root cause. Based on the device history record review, there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.